Manufacturer narrative:
This report is being supplemented to provide a correction to the previous reported lm investigation. Additionally, to provide a correction to fields (e2 and h4) and to provide information received through follow up. Additional information received confirmed that in december, the customer called in for technical advice, but that was relating to a faulty handpiece, that the user purchased a replacement for. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the reported event could be related to the handpiece spl-t rather than the spl-sr unit itself. However, due to the subject device not being returned, this complaint was not confirmed, and a root cause of the reported event could not be determined. The event can be prevented by following the instructions for use which state: "perform the prescribed inspections prior to first use and regularly thereafter to ensure continued satisfactory performance." "The operator should ensure that the generator (spl-g) and all cables and all components on transducer are undamaged prior to beginning any procedure"; "it is always recommended that a spare transducer and probe assembly be available."

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a specific root cause of the reported event cannot be determined as information relating to settings or use of the device is unknown and unavailable. No product was returned for evaluation and no device malfunction was described. Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was a percutaneous nephrolithotomy (pcnl) procedure. The procedure was completed with a different device (soltive laser) which was much slower than the shockpulse and extended the procedure time for about 2 hours while the patient was under general anesthesia. No patient harm was reported.

Manufacturer narrative:
This supplemental report is being created to include additional information received.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the shockpulse-se lithotripsy system displayed an error on the console, possible broken pins. The unit was returned, parts were replaced, and the device was returned to the site. The customer then reported a similar fault had occurred. The issue was found during preparation for use and the procedure was completed with the same set of equipment. The service engineer identified the fault might lie with the handpiece and not the unit. The customer was going to clean and test the device and back if the issue persists. No further contact has been received at this time. There were no reports of patient harm.